Event description:
It was reported that during an unknown procedure, there was an unknown issue with the device. No patient consequence reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results confirmed that the device was returned with excessive fluids and dried tissue, also the distal tip of the blade was found broken off and missing. The remaining blade portion had gouges. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included ni the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument or error". The clamp was broken for further inspection of the blade. Each device is visually inspected and functionally tested prior to shipment, and damaged of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.